Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was a contralateral approach via the femoral artery. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery. Another manufacturers introducer sheath was inserted and advanced to the common femoral artery. Another manufacturers floppy guide wire crossed the lesion and this 5.0 x 20/135 (4f) sterling mr balloon catheter was advanced for pre-dilatation and inflated and the balloon ruptured at 14 atm. Pre-dilatation was continued with a non-bsc balloon catheter. Another manufactures 7 x 40 stent was implanted and post-dilatation was performed with the same non-bsc balloon catheter to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).